Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard posterior stabilizing tibial bearing, catalog #: 183642, lot #: 133980; vanguard interlok femoral component, catalog #: 183110, lot #: j3943705. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Reported event was confirmed by x-rays received. Review of the x-rays identified the following: "a linear metallic object consistent with the locking bar/clip is displaced medially. No other abnormality is noted." DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03560, 0001825034-2018-03561. Product location unknown.

Event description:
It was reported that the patient was revised to address loosening, as well as the locking bar backing out of the device. Attempts have been made and no further information has been provided.